Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of thrombus as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of thrombus appears to be related to procedural conditions; however, it cannot be confirmed. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the thrombosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. Before crossing the septum, while in the right atrium, thrombus was noted on the tip of the steerable guide catheter (sgc). The dilator was retracted while aspirating, but the thrombus remained visible, so the case was aborted. Medication was provided. No clips were implanted. The patient remained stable. No additional information was provided.